Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that ¿rs¿ was unable to be oriented. The patient was tested in current position, indicated when patient was upright that ¿lying back¿ was in effect. The device was reoriented in 4 positions. Then on recheck it indicated upright was ¿lying left.¿ the patient was too fatigued and in too much leg pain to attempt more position changes/reorientation. The adaptivestim (as) was turned off. The company representative confirmed a couple days later that there was not a 50% or greater symptom reduction at this time. The cause was unknown and no investigation was desired by the patient or doctor. Presumed to be device was deep under skin and potentially mobile within the pocket. No additional troubleshooting or intervention was taken. The as was not turned back on and the orientations were not correct. The patient was not receiving effective therapy, claims that he never really has. Usage of stimulation was usually <(><<)>1% on follow up.